Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'load set' display does not appear when door is open," was confirmed through inspection as the upper auxiliary was found defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality. The upper auxiliary requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not display load set when the door is open during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.